Event description:
Healthcare professional reported bilateral exchange from textured to smooth breast implants due to the patients concern with the product. Patient representative reported that patient "suffered from breast pain, capsular contracture, and severe emotional distress from the fear of developing bia-alcl after already previously having cancer. Patient has worried about the risks she faces, has also been subject to out-of-pocket expenses in relation to seeking medical advice, evaluating the flawed product implanted into their body, removal of the cancer-causing breast implants, and seeking recommendations for future care and treatment. Patient also continues to suffer from mental stress, anxiety, worry, humiliation, fear, concern and other personal and financial hardship due to the continuous fear of developing bia-alcl." Device has been explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Visual evaluation: visual analysis of the photographs identified; biological tissue and device is seen intact. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information cannot be requested as contact information has not been provided. Reason for reoperation: capsular contracture unknown baker grade, pain, and anxiety-product/procedure.